Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence. There was no reported adverse impact. Reportedly, customer continued to use the pump for insulin delivery.